Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that the air pressure was not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined that onsite service was required to check on the equipment due to the inlet being dirty. Onsite service is currently pending.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).